Event description:
User alleges clinician received a needle stick when trying to push a saf-t holder into a full sharp container. The flap of the sharps container would not swing. The clinician was trying to push the unit through and when trying to push the unit in was stuck on the finger with the back-end needle. Treatment was given.

Manufacturer narrative:
Results evaluation: smiths medical asd, inc. Is unable to fully evaluate this report. There has been no lot number or sample given for evaluation. A review of manufacturing records cannot be performed due to the insufficient information. A review of device labeling states: 6.3 after use, place sharps in a suitable sharps container. Dispose of contaminated product in a safe manner according to centers for disease control and prevention, USA and federal/state/local regulations (epa, osha) and health care facility guidelines or local equivalent.